Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn as no product was returned. A device history record review has been requested.

Event description:
Patient status post lcp plate and screw implantation on an unknown date had a non-union of the left femur. Patient was returned to the operating room on (B)(6) 2011 and the hardware was removed. Patient was revised with another plate and screw.